Event description:
Ous MDR - it was reported that about 23 months after the implantation oversensing was noted. It could be seen while moving the arm. It was also noted while working on an electrical device (a garden pond pump) by the patient. No adverse patient side effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1connector pin. Two lead fragments were received for analysis. At the proximal end of the distal lead fragment approx. 1.5 cm of the insulation body were missing. Thus the matching of both parts could not be proven. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise on the rv and the ff channel as mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. During further investigations multiple cuts in the insulation and a deformed distal shock coil were observed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.